Event description:
It was reported that while advancing a 3.0x28 rx xience prime stent delivery system (sds) toward a heavily calcified lesion in the mildly tortuous, mid left anterior descending coronary artery, it was unable to cross the lesion and, though no force was applied, the proximal shaft kinked, then separated. As the shaft separation occurred in an area that is not introduced into the anatomy, the separated piece was withdrawn from the anatomy. An attempt was made to cross the lesion with a 3.0x23 xience v rx sds, but it was also unable to cross the lesion and was withdrawn from the anatomy. An attempt was then made to cross the lesion with a 3.0x23 rx vision sds, but it was also unable to cross the lesion and was withdrawn. Another 3.0x28 rx xience was advanced and able to treat the lesion successfully. There were no patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment due to the condition of the returned device. Shaft separation was confirmed. The kink was not confirmed; however, it is likely that the shaft separated at the point of the kink. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.